Event description:
Caller reported that there was a malfunction on the pump, specifically malfunction code 12. There was no adverse impact to the customer¿s blood glucose level, and it did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided information on how to reset the pump and assisted the caller in doing so. After the reset, the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if any malfunction code recurs.